Event description:
Severe hives from navel to left thigh. Rptr went to a skin physician who prescribed medicaton and skin cream. The rash has now traveled to right side of body. Rptr contacted MFR who didn't seem concerned stating that they are aware of some reactions from the device.